Event description:
It was reported that both monitors went black losing the image; this caused the patient to be re-exposed. It was determined video card needed to be replaced. Once this was done, the system is working as intended.